Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
Device user (du) called during preparation mode of the metra. He noted that it kept going into liver on board mode. They had carried out the necessary troubleshooting steps but the device kept entering liver on board in the absence of a liver. A clinical support (cs) staff member noted via video that the arterial pressure was reading >30mmhg than the ivc. During the brief observation it was noted that the pressure continued to steadily rise, despite the device not actively pumping and with the pinch valves open. It reached 65mmhg and the du team were directed to exchange the fluid, and use a new disposable set. The perfusion continued without further issue with a new set.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The preliminary findings are that the root cause of the issue seems to be faulty pressure sensors. The faulty sensors cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors observed to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.

Event description:
Device user (du) called during preparation mode of the metra. He noted that it kept going into liver on board mode. They had carried out the necessary troubleshooting steps but the device kept entering liver on board in the absence of a liver. A clinical support (cs) staff member noted via video that the arterial pressure was reading >30mmhg than the ivc. During the brief observation it was noted that the pressure continued to steadily rise, despite the device not actively pumping and with the pinch valves open. It reached 65mmhg and the du team were directed to exchange the fluid, and use a new disposable set. The perfusion continued without further issue with a new set.

Manufacturer narrative:
D2 was corrected to no as the product was not returned. Therefore, it was not evaluated. The root cause analysis actions involved testing of a different disposable set lot and event history log review.

Event description:
Device user (du) called during preparation mode of the metra. He noted that it kept going into liver on board mode. They had carried out the necessary troubleshooting steps but the device kept entering liver on board in the absence of a liver. A clinical support (cs) staff member noted via video that the arterial pressure was reading >30 mmhg than the ivc. During the brief observation it was noted that the pressure continued to steadily rise, despite the device not actively pumping and with the pinch valves open. It reached 65 mmhg and the du team were directed to exchange the fluid and use a new disposable set. The perfusion continued without further issue with a new set.